Event description:
It was reported that on (B)(6) 2025, a PICC catheter was inserted into the patient¿s lower limb. During outpatient care, swelling of the foot was observed. On may 12, the patient returned to the hospital for catheter removal, at which time the catheter was found to be damaged. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.